Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had the same problem for 3 times in 1 month. The first time she came to the emergency room (ER) with mild withdrawal symptoms which were controlled within 24 hours by administering intravenous opioids and restarting the pump. About 1 month later, she returned with the same problem. The pump was restarted again, but the following day she came to the ER again. The hcp decided to replace the pump and temporarily give her intravenous morphine. The patient experienced severe withdrawal symptoms for which prolonged hospitalization was required. The pump logs were received. It was indicated that upon examining the pump on (B)(6) 2017, the messages ¿pump in safe state¿ and ¿reset occurred¿ were seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a unknown foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The pump was in safe state for the second time in a month on (B)(6) 2017. The patient was hospitalized due to underdose symptoms. No further information was provided.

Manufacturer narrative:
Analysis identified high resistance of the battery. Eval code-result updated . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The planned explant date of the pump was (B)(6) 2017. The patient was receiving morphine, clonidine, and bupivacaine. The patient was female.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.